Event description:
After deploying the stent the dual tapered tip could not be pulled back through the stent. The physician applied force in an attempt to pull the dual tapered tip back through the stent resulting in the dural tappered tip breaking off from the stablizer. The physician went back in with the outer body catheter and successfully removed the dual taper tip.